Event description:
Pt placed on fall precautions which included a classic bed-check monitoring sys. The pt got out of the bed and fell. The alarm did not alarm. The investigation revealed that the box attached to the bed-frame behind the head board where the bed-check device is plugged in to was damaged. (The inner anchor where the male plug would fit was broken/cracked). Therefore, there wasn't a secure/appropriate connection possibly the reason for the bed-fall alarm not alarming appropriately.